Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Diabetes clinical manager reported via phone call that the customer has received several no delivery alarms and his blood glucose has been very high. Customer stated that the doctor has him reverted to manual injections. When the customer does a bolus, it does deliver and a few minutes later it alarms no delivery. Blood glucose value is unknown. Troubleshooting was declined and it was requested that the insulin pump be replaced. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.